Manufacturer narrative:
(B)(4); the field representative later provided the device information. It was also reported that the 60/60 magnet reset was successful and the device was able to be interrogated appropriately after the reset. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a hospital contacted a field representative to report a subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated. Two different programmers were tried, without success. A boston scientific technical service consultant discussed having the hospital staff move the patient to another room to rule out radio frequency interference, place the wand close to the device and move it around some to get better telemetry, and to try placing a magnet over the device to ensure there are beep tones. If they are still unable to interrogate the device, they could perform a 60/60 magnet reset of the device. The field representative planned to discuss the troubleshooting steps with the facility, and to provide the specific device model/serial number and whether the interrogation issue was resolved. No adverse patient effects were reported.

Manufacturer narrative:
The field representative has not yet provided the requested information. This report will be updated when additional information is received.

Event description:
Boston scientific received information that a hospital contacted a field representative to report a subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated. Two different programmers were tried, without success. A boston scientific technical service consultant discussed having the hospital staff move the patient to another room to rule out radio frequency interference, place the wand close to the device and move it around some to get better telemetry, and to try placing a magnet over the device to ensure there are beep tones. If they are still unable to interrogate the device, they could perform a 60/60 magnet reset of the device. The field representative planned to discuss the troubleshooting steps with the facility, and to provide the specific device model/serial number and whether the interrogation issue was resolved. No adverse patient effects were reported.